Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Description : initial reporter: caller facilities w/ location: facility observation: review nsvt ts assessment: compromise lead, would recommend bipolar sensing and unipolar pacing. If there is noise bipolar at 10mv sensitivity consider asynchronous pacing until lead can be revised. Patient impact: dizziness and falls v-2: 01 mar 2024 23:35, nonsustv, a rate: 85 min , v rate: 319 min pause 2.5 seconds which lead: rv where was oor value observed (dm/ambulatory, in-office, commanded or therapy shock): in office check they noted high impedance and programmed to unipolar pace and sense at 10mv 6/26/2024 describe prior lead values and trend: (stable, abrupt, gradual, jumpy): > 1 year impedance 1800-2015 ohms, describe current lead values and trend: (stable, abrupt, gradual, jumpy): > 1 year impedance 1800-2015 ohms, date of oor value or change: 22 jun 2024 12:47 right ventricular pacing lead impedance out of range. Other clinical findings: (threshold, amplitude, noise, lss): myopotential noise unipolar pace/unipolar sense first event wsa v-1: 06 dec 2023 11:48, nonsustv, a rate: 68 min , v rate: 423 min suspected cause: (fracture, connection, insulation breach, calcification, emi): fracture caller facility : (B)(6) cananda. New attachment(s) : yes.

Event description:
It was reported that review of a non-sustained ventricular tachycardia (nsvt) event was requested after this patient became dizzy and sustained a fall. Technical services suspects a lead fracture due to the presence of myopotential noise, pacing inhibition and gradually increased impedance measurements which most recently became out of range. The consultant recommended bipolar sensing and unipolar pacing and to consider asynchronous pacing until this right ventricular (rv) lead can be revised. The lead remains in service at this time. No adverse patient effects were reported. This supplemental report is being submitted to correct the verbiage in this field that was submitted in the initial report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of a non-sustained ventricular tachycardia (nsvt) event was requested after this patient became dizzy and sustained a fall. Technical services suspects a lead fracture due to the presence of myopotential noise, pacing inhibition and gradually increased impedance measurements which most recently became out of range. The consultant recommended bipolar sensing and unipolar pacing and to consider asynchronous pacing until this right ventricular (rv) lead can be revised. The lead remains in service at this time. No adverse patient effects were reported. It was reported that this product was subsequently removed from service due to the increased impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.